Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2020-00347. Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional investigation: the following allegations have been investigated: vena cava perforation, embedment, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the internal jugular vein due to post trauma. The patient alleges tilt, vena cava perforation, and embedment. On (B)(6) 2018, per a report from computed tomography; ¿findings: inferior vena cava filter is noted with the proximal tip of the filter located just above the level of the more inferior right renal vein and just below the level of the left renal vein. The superior aspect of the filter is slightly tilted posteriorly. The tip abuts the posterior wall of the ivc. The 4 main limbs of the filter perforate the inferior vena cava extending approximately 4 to 5 mm beyond the vessel. No definite fracture of the struts identified. The inferior vena cava appears to be normal caliber.¿